Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
The reported condition of failure code 812:02 in channel a was confirmed and duplicated during evaluation due to a faulty pump head module. The pump head module was replaced to correct the reported condition. Additional information: there is an ongoing CAPA investigation, (B)(4) associated with this report. This device has not been serviced by baxter prior to this event. No exceptions were noted during the manufacturing of this device. This device utilizes user interface module master software version 5.03.00 categorized as unremediated. (B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump with failure code 812:02 in channel a. It is unknown when this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. During review of the event history by baxter it was determined that the failure caused an interruption of delivery. The user interface module software version of this pump is currently unknown.